Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis. It was also reported that the customer had been getting no delivery alarms for several days. The customer changed the infusion set, but continued to get no delivery alarms. The customer was too weak to troubleshoot at the time of call.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therfore, consider this report complete to the best of our knowledge.